Event description:
It was reported that during a meniscal repair using the fast-fix 360 curved ndl dlvry sys, the first anchor t1 deployed properly in meniscus ,the audible click was heard when sliding handle forward and released when pulling the handle inserter out of meniscus, the 2nd anchor t2 was still sitting within needle. The surgeon was able to administer three other of the same device perfectly with in the same case. It was confirmed that no implants were left unsupported in the patient. The surgeon completed the procedure with a back up device available. There was an unspecified operative delay during the procedure.

Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. No additional complaints have been filed for this manufactured lot. (B)(4).